Event description:
It was reported that during the procedure in the distal left circumflex artery for treatment of a chronic total occlusion, the xience v 2.25x23 stent delivery system was advanced but could not cross. The stent delivery system was removed from the anatomy without resistance. There was no adverse patient effect and no significant clinical delay in the procedure. Cine clinical analysis indicates that during pre-dilatation using an unspecified balloon, a dissection occurred. During attempts to position a second wire in the vessel, the side branch flow is compromised. The 2nd wire is eventually successfully delivered into the side branch. Distal flow to a large side branch of the obtuse marginal (om) vessel has been compromised. Several more balloon dilatations are performed improving distal flow. However, the dissection plane is now more significant. A stent is then seen in the proximal left circumflex extending into the om. The tip in proximal to the most significant part of the dissection plane. The final images show the stent still in position; however, the dissection plane extends into the left main and aorta. Additional reported information indicates that the guide wire and dilatation balloon used in the procedure were non-abbott devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood and contrast visible on the shaft, balloon, and stent implant, and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was kinked in several places. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The device was discarded prior to completion of the dimensional testing. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly tortuous and calcified which likely contributed to the failure to advance. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and stent profile dimensions. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted the angiogram shows diffuse disease in the obtuse marginal (om) with main stenosis in the mid vessel. A wire is positioned in the vessel. At this time the flow is compromised to the main vessel starting at the takeoff of a side branch. A balloon dilatation occurred mid-vessel. Post-inflation shows a dissection that appears to have extended into the side branch. The reviewer concluded that assuming that the stent in question is that imaged in the cines, it is probably that the stent was not able to cross into the distal section of the vessel. The reported dissection is a known adverse event listed in the xience instructions for use. It is likely that an interaction with the heavily tortuous and mildly calcified lesion contributed to the failure to advance; however, a conclusive cause for the patient effect and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.